Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion. Corrected data: b2 and g1. Additional data: h4.

Event description:
It was reported that during a case using the spine guidance 4 software, the navigation was inaccurate which resulted in the surgeon misplacing the guide wire. The surgeon redid the guide wire placement and the procedure was completed successfully with a surgical delay of 40 minutes.

Event description:
It was reported that during a case using the spine guidance 4 software, the navigation was inaccurate which resulted in the surgeon misplacing the guide wire. The surgeon redid the guide wire placement and the procedure was completed successfully with a surgical delay of 40 minutes.